Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that power unit failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the power unit failure caused occasional automatic shutdown, and the device would not turn back on. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The olympus sales representative reported (on behalf of the customer) that the video system center had an occasional automatic shutdown and wouldn't turn on. There was a wait time before it would turn on again. The reported problem was found during reprocessing . The patient was not under anesthesia. The diagnostic procedure (gastroenterology) was completed with the same device and without delay. There were no reports of patient harm.